Event description:
It was reported that upon purging, while visually inspecting the orbit coil ((B)(4)) outside the introducer sheath, the coil appeared to be entangled (in knot condition). Therefore, the product was replaced for a new one and the procedure was successfully completed without any further issues. The product was not in contact with the patient's body therefore no patient injury was reported. The complaint product was new and stored per labeling instructions. No damages were observed in any part of both inner and outer product package. Labeling guidelines were followed during removal from the package. Apart from the above, there was no damages was reported on the device and the coil remained attached to the delivery system. The complaint product is going to be returned for evaluation. The target site a dual avf through the superior petrosal sinus, inferior petrosal sinus, and middle meningeal artery with vessel characteristics of heavily tortuous and level of calcification was unknown. No further information is available.

Manufacturer narrative:
The product will be return for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
It was reported that upon purging, while visually inspecting the orbit coil (640cf0308/15601014, complaint product) outside the introducer sheath, the coil appeared to be entangled (in knot condition). Therefore, the product was replaced for a new one and the procedure was successfully completed without any further issues. The product was not in contact with the patient's body therefore no patient injury was reported. The complaint product was new and stored per labeling instructions. No damages were observed in any part of both inner and outer product package. Labeling guidelines were followed during removal from the package. Apart from the above, there was no damages was reported on the device and the coil remained attached to the delivery system. The complaint product is going to be returned for evaluation. The target site a dual avf through the superior petrosal sinus, inferior petrosal sinus, and middle meningeal artery with vessel characteristics of heavily tortuous and level of calcification was unknown. No further information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15601014 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device was not return for analysis, however, based on the reported information, the damages coil be related to the manner the coil was removed from the package. Although no conclusion can be made, it is possible that procedural factors contributed to the condition of the device. Based on the DHR, there is no indication of any manufacturing issues related to the event. The cause of the event experienced by the customer and the cause of the damage reported on the coil could not be conclusively determined. Additionally inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15601014 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.